Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her blood glucose was 28 mg/dl due to dietary changes. The patient drank juice. Her blood glucose at the time of call was 190 mg/dl. The customer kept experiencing low blood glucose events. There were no apparent anomalies with the insulin pump, set, or reservoir. The reservoir was returned for analysis.